Event description:
On february 8, 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Prior to testing on eplex rp2 a patient sample was screened using the abbott ID now assay, which generated positive results for sars-cov-2. A new sample collection was tested on eplex rp2, where sars-cov-2 was not detected. Following the eplex rp2 test, the same sample used for e plex testing was tested on an unspecified roche cobas assay where sars-cov-2 was not detected. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was no signal detected for sars-cov-2.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91199702 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #14976.